Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The patient's weight was updated. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that power on reset (por) code was seen. Therapy has stopped due to por . Patient stated when he puts the recharger on his ins he sees por. Could not troubleshoot due to lack of access to product. Patient would call back once he found his patient programmer. Patient reported pain at the head. Patient called back indicating they found their programmer and thinks the message has cleared. He synced and was able to turn the ins on. Patient used the programmer on the call and confirmed he is seeing therapy screen and ins on. Patient asked how he would know if the ins is off. Patient said something caused the ins to go off and he does not know what. It was reviewed it could be low ins battery or emi. Patient said he does not let the charge go more than 2/3. Patient said he obviously was around emi. Patient said he does not want to go through this again and mentioned he had terrible pain. No patient symptoms or complications were reported in this event.